Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 22-mar-2024 h.6. Investigation summary: material #: 368835 lot/batch #: 3242438 bd received 54 samples and 2 photos for investigation. The photos were reviewed, and they show the product packaging. Additionally, 10 of the customer samples were evaluated by functional draw testing and the indicated failure modes for hub-holder separation and leakage with the incident lot were not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode hub-holder separation, bd has initiated further root cause investigation relating to the issue of hub-holder separation through corrective and preventive actions. Bd was not able to identify a root cause for the leakage failure mode. H3 other text : see h.10

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was one occurrence where blood leaked at the connection point of the tube holder. No patient impact or injury reported.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, there was one occurrence where blood leaked at the connection point of the tube holder. No patient impact or injury reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.